Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was in the range of 350mg/dl to 425 mg/dl. The customer reported that they experienced high blood glucose level due to bent cannula. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.